Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of suspected alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and pain.

Event description:
Patient reports to have been suffering a lot of pain and other health issues. Patient also reports a ruptured implant following a hospital visit. The hospital has also done a biopsy for bia-alcl and the patient is awaiting the results. The device remains implanted. The side is unknown.

Event description:
Patient further reported "feeling so unwell for a long time, pains in chest, lethargic all the time (not related to the device). I had high grade capsular contracture and both breasts were rock hard," baker grade unknown. Affected side is left. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown implanting physician: (B)(6) explanting physician: (B)(6).